Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to an intermittent bga connection on component u1003 (programmable logic device). The root cause for the intermittent bga connection could not be positively identified, but the damage likely resulted from excessive stress on the monitor c/a board. No adverse event resulted from the defective u1003 component. The pt received a replacement monitor.